Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for t2-t12 psf. It was reported that the broken driver was discovered during case set up. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis # (B)(4) :part 2342281m, lot # ct20k010 visual and optical inspection revealed the tip of the center shaft has broken at the weld where it meets the main portion of the shaft. There are no obvious signs of defect in the weld that could contribute to the break. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.